Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had unresponsive buttons. The customer also reported having low blood glucose of 27mg/dl. The paramedics were called and treated her low blood glucose at the exercise class. The customer stated that was feeling very foggy, unresponsive and confused. The customer's most recent glucose reading was 285mg/dl. The customer took a bolus of 4.0 units with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump was correct. The alarm history revealed a button error alarm. The customer stated that the buttons had intermittent response for the (B)(6). The customer stated that a new battery was installed and the buttons were responding properly. No further info was provided.